Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture of unknown side and baker grade. Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: creases fold, brown and green particles in the shell, weight to the spec and opening curved on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, stress marks and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening additional, changed, and/or corrected data: a.4, a5a, a6, b.5, h.3, h.6.

Event description:
Additionally, healthcare professional reported and confirmed left side rupture and capsular contracture, baker grade iii.